Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that everything was working great until last night when they started feeling a pain on their right side where the device was implanted and it radiates all the way to the back part of their leg; and they were not sure if it was because they lied on that side for too long. Reviewed stimulation expectations. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and lowered stimulation intensity. Patient said they weren't feeling any stimulation sensation. Patient added they think last time they adjusted the setting with their manufacturing representative (rep) they had left it at 8.2 and it was set at 8.6 and they said they hadn't touched it ever since; so they turned it back down to 8.2. They would maintain stimulation level and would continue to track symptoms to see if that helped with the pain. Redirected to hcp if issue persists. They were not scheduled to follow-up with hcp yet but they were told they wanted to follow-up with them in 2 weeks after the surgery. Additional information was received from the health care professional (hcp). The hcp stated that the cause of not feeling the stimulation was determined. The most likely cause of the event was due to the patient had a mechanical fall after the procedure. The patient was asked to come to see the hcp but the patient declined. After that the patient was seen in emergency room (ed) (no injuries of wound were reported) and advised to see the hcp in scheduled appointment. The hcp stated that the device was off when they met the patient. The patient reported that they were following the commands of the manufacturer representative (rep). Following the patient last use, they reprogrammed the device and scheduled an x-ray of the patient to check the position of their leads. The patient don't follow symptoms. When the hcp was asked to clarify if the issue was resolved, the hcp confirmed that the issue was clinically resolved and pending x-ray results

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.